Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has received the usm and the fa is still in progress. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the customer reported to technical service engineer (tse) that universal surgical manipulator (usm) arm 3 will turn yellow when they try to install an instrument. Tse reviewed the logs and found no errors for the usm arm but did not see a sterile adapter (sa) installed in artemis. The customer was not using the usm arm anymore and switched to using usm arm 4 instead. The customer did not want to do any troubleshooting during the call. Tse asked if the dials spun when they installed the sa and they said they did. Tse recommended to try another drape and see if that fixed the issue. The customer will power cycle the system and try another drape after the case. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the product involved with this complaint to perform failure analysis. The usm was analyzed and the reported problem was not confirmed and not replicated. In the system logs, there was no data indicating that a fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. However, the usm was then installed onto a patient side cart fixture test platform (pftp) where the sensors check testing was found to be failing on the yaw and pitch axis. The complaint was not confirmed based on the field evaluation and the failure analysis. The probable root cause of reported failure cannot be determined based on the information provided and failure analysis results. The reported event was not confirmed as failure analysis found no physical issues and there were no system errors related to the customer complaint. The usm was visually inspected and evaluated for its mechanical and/or electrical characteristics where in-house testing of the returned product revealed no failures related to the customer reported event. Furthermore, the probable root cause of the yaw and pitch axis sensor testing failures is attributed to sensor errors caused by faulty yaw and pitch searchlight boards located on the usm.

Event description:
Refer to h11 for follow-up information.